Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
The core impaction drill was sent for evaluation due to leaking an unk substance during a procedure. The procedure was completed with the same device without any procedure delay. The substance did not come in contact with the pt or surgical site. There were no adverse consequences associated with the device.